Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to trying to run the device in the load position or pushing the disconnect sleeve while the device was running damaging the pawls and locking components which is component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from canada that the motor device was not holding a bit. During an in-house engineering evaluation it was observed that discovered that the device was not securing the cutter and the pawls and locking components were damaged. It was further determined that this issue was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running; hence, damaging the pawls and locking components. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.